Manufacturer narrative:
(B)(4).

Event description:
It was reported that the pt experienced a shocking and jolting sensation. There was intermittent shocking in the pocket area. Add'l info was requested.